Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2014 to treat menometrorrhagia. During the procedure, the patient received eight minutes of therapy and the procedure was completed with the catheter. While in the physician¿s office, the patient had severe pain. The patient's color had changed, she was diaphoretic, had increased respirations and dry mouth. Approximately 45 minutes after the procedure, the patient was taken to the emergency room to have the pain evaluated and was admitted for observation. The patient was given IV fluids, dilaudid and then toradol for the pain. Currently, the patient is doing well with no pain. No further information was provided.